Event description:
Acetabular drill bit fractured during drilling for acetabular screw preparation. The remaining portion was retained in the patient. An alternative drill bit was used to prepare for remaining screw placement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.